Event description:
Event discovered during retrospective core measure review: physician/pa progress note of (B)(6) 2009 includes "jp: 10cc - removed - had to reopen le inc site to remove jp drain that broke. Remaining drain piece removed intact. Skin closed with staples."